Event description:
A customer contacted beckman coulter inc. (Bec) stating that the electrolyte injection cup (eic) was overflowing in the unicel dxc 600 pro synchron chemistry analyzer. The customer also indicated that two (2) of the corresponding lines were "cloudy" and "greenish". No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and examined the corresponding tube lines and observed no signs of contamination. The fse discovered a "tiny piece of gray rubber" in the drain path of the eic. The fse cleared the debris and eic drained properly. The fse primed the system to verify repair. Repair was verified per established procedures. (B)(4).